Event description:
All of a sudden the pt no longer had access to sound with the device. Re-implantation is considered, but a surgery date has not been set.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.